Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and evaluated. During visual inspection, the distal end of the shaft near the handle was bent outwards. The active tip was also discovered to be slightly misaligned and twisted out in place. Saline residue as well as procedural tissue debris were discovered within the suction tube. The active tip also showed visual signs of activation. The suction failure could not be tested, therefore this device was forwarded to the supplier for further investigation. After the supplier investigation, electrical testing was not needed as the device passed all functional tests. Both ablation and coagulation mode functioned as intended. Suction test passed with no errors. However, the device failed the ¿positive pressure check¿ test. A leak was discovered, seeping out from the handle. This failure would have resulted in a pressure drop when placed under suction during use and could have contributed towards the blockage during the procedure. The supplier completed a CAPA investigation to address this failure. There were two likely root causes identified. One, leak path introduced at the junction where the active wire is potted into the uv joint and two, leak path introduced on the underside of the active suction tube, indicating uv adhesive is not present around the whole circumference of the active suction tube/pvc tube. The risk associated with handle leaks, which included a review of complaints data, has determined that the risk is insignificant. Adjustment of the ultrasonic welder to allow completion of the new handle molding qualification presents significant risk to production. Although the device passed qualification, this shall not be implemented since the differing glue shot sizes could lead to errors during production. And, no corrective action is required, and no further action is needed. The DHR review indicated that the lot was processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. A review of the depuy synthes mitek complaints system revealed one similar and one dissimilar complaint for this lot of 303 devices released to distribution. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that after using the electrodes for a few minutes, the suction from the electrodes did not work any longer during a shoulder procedure. The procedure was completed with same like product with no patient consequences and a minute delay. It was reported that this complaint is some sort of general complaint for all 11 electrodes that have been used by both surgeons and we cannot state which one has been used by which doctor and also in which surgery. The nine unused electrodes will be sent in for evaluation shortly. All electrodes used have been hooked up to suction. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.